Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the sample probe adjustment in lane 3 of the bn ii system and did not observe any issues. No problems were observed with the solenoid valves, the cuvettes had been changed every two weeks, and the water tank did not show any contamination. Quality controls (qc) also recovered within range at the time of the event. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required. MDR 9610806-2020-00054 was filed for the discordant results obtained on (B)(6) 2020. MDR 9610806-2020-00055 was filed for the discordant results obtained on (B)(6) 2020.

Event description:
A discordant, falsely low free light chains, type kappa (flc kappa) result was obtained on a patient sample on a bn ii system using n latex flc kappa reagent. The discordant result was not reported to the physician(s). The sample was repeated two times the same day for flc kappa using a 1:400 dilution, recovering higher than the initial result. The sample was then repeated again the same day for flc kappa using a 1:2000 dilution, recovering higher. The flc kappa result obtained with the 1:2000 dilution was reported to the physician(s). The following day, the same sample was repeated again for flc kappa and exhibited the same behavior as the day before. Eight days later, the sample was repeated six times for flc kappa using a 1:100, 1:400, 1:2000, 1:8000, 1:40000, and 1:160000 dilution, recovering progressively higher with each dilution. The result obtained with the 1:160000 dilution was considered correct. None of the results obtained on this day were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low flc kappa results.